Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the medium tortuous gastroduodenal artery (gda). The coil and pusher wire arms interlocked in the introducer sheath. The introducer sheath firmly seated in the hub of the catheter before an attempt was made to advance the coil and intermittent flushing was performed. During delivery of the fidc coil on a .021 renegade stc, the delivery wire was not rotated more than 360 degrees.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil protrusion and thrombosis occurred. The target lesion was located in the gastroduodenal artery (gda). A 6mm x 20cm interlock¿ was selected to treat the lesion; however, it the coil did not deploy as expected. Upon deployment, a portion of the coil was protruding from the gda into the common hepatic artery. The physician used a snare to remove the coil from the patient. Subsequently, the hepatic artery became thrombosed. The procedure was not completed. The patient was prescribed anticoagulants to treat the thrombosis and will return in one month for a check up. No further patient complications were reported and the patient's status was stable. It was further noted that the size of the coil was too large for the intended location.